Event description:
A philips field service engineer (fse) was servicing a ventilator for a ventilation service required error that kept appearing on the device, when the test step had failed on the device. There was no harm or injury reported. During the evaluation of the device by the philips fse, they determined the device's system printed circuit assembly (pca) board and display pca board need to replace to address the issue. The philips fse replaced the two boards to resolve the issue on the device.